Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system a patient urine isolate (escherichia coli) was misidentified. The user noted that shigella boydii was identified instead of the escherichia coli result twice. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument was having trouble correctly identifying results most commonly with shingella dysenteriae, shingella boydii, and a single result of e. Coli. It was noted that the instrument event log was sent for review. The instrument and sample were monitored, and the alleged issue did not occur again. No further information was provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Pictures were provided to aid in the investigation, however, no parts were replaced as a part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system a patient urine isolate (escherichia coli) was misidentified. The user noted that shigella boydii was identified instead of the escherichia coli result twice. No health impact or consequence reported.